Event description:
Customer reported that the unit alarmed pressure regulation high. Reportedly, customer removed the unit from service. Customer reported that they are using the circuit with an exhalation port. The customer reported there was no patient involvement.